Event description:
Boston scientific received information that this device exhibited premature battery depletion after being implanted 64 months. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.